Manufacturer narrative:
Corrected data: section 'date received by manufacturer' in the initial MDR was inadvertently populated with an incorrect date (2/27/2020). The correct date is 6th march 2020. Additional information: device available for evaluation, returned to manufacturer on 3/31/2020. Device evaluation: the lens was received in a plastic cup in an unknown solution. After cleaning the lens, visual inspection under magnification revealed a detached haptic (not received) and that the lens was cut in pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: exact date not provided, best estimate early (B)(6) 2020. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had issues with very poor near and intermediary function with a waxy / milky visual impression. Glasses did not help. Customer believed that the patient could not get used to the lens. Pre-op vision 0.63, far visus sc 1.0, intermediary visus sc 0.8, near visus sc 0.2, sr: +0.75 = 1.25, visibility near cc 0.4, post-op 1.25 waxy / milky visual impression remains. The visual outcome did not improve during the first three weeks post-op on the (B)(6) 2020. Through follow-up we learned that an explant was performed on the (B)(6) 2020. No additional information was provided.